Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient was calling to inquire if they could get an 8835 style ptm (personal therapy manager) because they preferred it over the handset/communicator ptm. The patient stated, ¿since I got it, it¿s so much slower to connect and it's buggy - and the battery life on the handset - overnight it's almost dead and a couple instances it's been at 4% so I was unable to deliver a bolus because of it.¿ they stated that they preferred the 8835 because it was more discreet and only took one had to use it instead of two with the handset/communicator. The patient stated that it seemed difficult for the communicator to find the sweet spot despite trying to hold the communicator very still over the pump. The patient also stated, ¿it always goes to 90% and waits and waits - for a while - I've also had issues connecting to the pump, but I'm not sure if that's positional as well or not - every once in a while, it'll tell me it can't find it.¿ the agent assisted the patient in toggling off and back on bluetooth a nd toggled on location, which the patient stated they turned off as a way to conserve the handset battery. The agent assisted the patient in connecting to the pump well without issue. The patient then stated that the myptm app had ¿crashed¿ quite a few times, in reference to the tutorials coming up when they connect. The agent assisted the patient in disabling tutorials. The agent redirected the patient to discuss ptm usage with their hcp (healthcare provider) and redirected the patient to hcit (healthcare information technology) to discuss handset battery concerns. Hcit reported that the charging cable was damaged and requested a replacement charging cable from the repair department. No patient injury reported. The patient called again on (B)(6)2024 reported that they received the new charging cord for the handset, but it had not resolved the previously reported issues. The patient stated that they received error code 156 (application restarting due to system error) "all the time" and also received "not found" when they trying to connect to the ptm. A replacement handset requested from the repair department because the patient was getting error code 156, and the app was ¿freezing¿ constantly and a replacement communicator was requested from the repair department because the patient was getting poor communication/not found. No patient harm reported. The patient called again the next day stating that they received their new handset and that it was working really well. The patient also stated that something must've been wrong with their old one because it was slow and had issues and this new one was working great. Additional information was received from the patient who reported that the handset was very slow and they are very upset with the external devices. The patient stated she lost the 8835 and also requested product enchantment form or link. The patient was transferred to hcit (healthcare it) to review handset battery depletion. An email was sent to the repair department for a replacement 8835 ptm.

Manufacturer narrative:
Continuation of d10: product ID 8835, serial# unknown, product type programmer, patient. Product ID tm90t0, serial# (B)(6), product type accessory. Product ID a820, serial# unknown, product type software. Product ID hh90t01, serial# (B)(6), product type mobile platform. Product ID pa9000, serial# unknown, product type multiple therapy product. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.